Manufacturer narrative:
A full analysis of the patient folder has been performed. This analysis concluded that the most likely hypothesis is that a manual modification was performed in the ros file. During the planning step leading to the creation of a second ros file, with a correct crc code. At the end of the planning, the patient folder was exported to a usb key with the two different ros files. Because of the two ros files, a software problem occurred and two patient folders were display in the patient folder list of the usb key when the user tried to import the patient folder. The issues experienced will be addressed through the continuous improvement of our product. Unique identifier (UDI) #: (B)(4).

Event description:
The clinical representative (cr) transferred the patient folder for the ablation case from the rosa planning laptop to the rosa robot. It was noted by the cr that two patient folders appeared on the usb when only one patient folder was transferred. The cr looked at the patient folder on the maintenance side of the laptop and saw that two ros files existed for this patient. This patient had a previous rosa surgery and the patient folder made two ros files instead of updating the previous ros file. Both ros files were encrypted. This complaint did not impact the patient and there was no delay to the case.